Event description:
The pump was returned for investigation. Investigation revealed that the ok and contrast keypad buttons were unresponsive due to a damaged keypad flex. Investigation also revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/11/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2014 with the following: the pump was returned with the keypad cover detached. During testing, the ok and contrast keypad buttons were unresponsive. The up arrow and down arrow keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found on any button contacts. Additionally, the battery compartment was found to be cracked. The pump case was removed and the keypad flex was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.